Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed part of the threads is broken off the retaining rod of the meta-tan lag screw driver and has not been returned. The device shows significant signs of wear/usage. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.case-2021-00038133-1

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meta-tan nail removal surgery, while removing a lag screw with the meta-tan lag screw driver, the surgeon could not rotate it. Then the mating part on the screw driver broke off inside the patient. The piece was recovered. The surgery was completed without removing the nail and the lag screw, as the surgeon thought it was too difficult to remove them. Surgical delay was less than 30 minutes.